Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered an alert for high thresholds. The device remains in use. No patient complications have been reported as a result of this event.